Manufacturer narrative:
The troponin t stat reagent lot number was 743112 with an expiration date of 31-jan-2025. The customer received various error codes related to sample probe and sipper probe movement. The questionable results were accompanied by an "auxiliary reagent short" data flag. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned the results for 5 patient samples tested for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas e 601 module. The customer provided an example of discrepant results for 1 patient sample. The initial result was approximately 25 ng/ml with a data flag. Due to the data flag, the sample was repeated on a different e601 module with a result of approximately 50 ng/ml. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The e601 module serial number was (B)(6). Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. An "abnormal probe sucking" alarm was observed on the alarm trace data. This alarm is an indication of possible poor sample quality. The field service engineer (fse) did not identify a cause for the event. The fse adjusted the main pump pressure and verified multiple parts of the instrument which were all either in range or working correctly. A system purge and prime, precision checks, and qc were all acceptable. Based on the data provided, a specific root cause could not be determined. The investigation did not identify a product problem.